Event description:
After finishing surgery I was cleaning the pt and noticed 2 small burns on her abdomen. I notified the rn and the dr right away. I don't think it was from the bovie as I had that in front of me at the times. We thought that maybe it was from the ligasure. Dr said to put some silvadene on them and he would talk to the pt and family.